Event description:
A health care facility reported one of their adc meters obtained imprecise readings of 60mg/dl and 300mg/dl within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference between the values is considered clinically significant. It is unknown which meter produced the reported results. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
Although it is unknown which reported meter obtained the reported results, customer's meter (B) (4) has been requested back for investigation, and a supplemental report will be submitted once investigation results are completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that a 25 unit bolus was recorded in the history files that she did not program. After the event, the customer stated that when she was programming a bolus, the numbers began ramping up. The customer stated that she thinks the event was caused by the numbers ramping up when she delivered a bolus prior to the event. Nothing further was reported.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(4) 2010. In addition, the "device available for evaluation?" Has been updated to reflect the correct date. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).

Manufacturer narrative:
Evaluations results: customers meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory.